Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. Analysis of the implantable neurostimulator found that the setscrew was backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported that it was impossible to insert/connect the lead to the implantable neurostimulator (ins) during the procedure. The 4 blue markers on the lead could not be seen. A different ins was used and with the second ins, the lead could be inserted. The issue was resolved.